Event description:
This is the same case and patient as MFR report # 3005099803-2012-00370. This report pertains to the first of two devices. It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a percutaneous nephrolithotomy procedure. The patient age was reported to be (B)(6). According to the complainant, the balloon did not maintain pressure during the procedure. The problem was noticed when the balloon was inflated to 20 atms. It is unknown whether the balloon leaked inside the patient. The procedure was completed with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
This is the same case and patient as MFR report # 3005099803-2012-00370. This report pertains to the first of two devices.it was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a percutaneous nephrolithotomy procedure. The patient age was reported to be over 18 years.according to the complainant, the balloon did not maintain pressure during the procedure. The problem was noticed when the balloon was inflated to 20 atms. It is unknown whether the balloon leaked inside the patient. The procedure was completed with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The device was returned with the balloon fully deflated. A functional analysis of the device revealed that the balloon could not be inflated due to a pinhole leak located at the proximal edge of the distal radio opaque (ro) markerband. A visual and tactile analysis of the catheter shaft revealed no defects. Operational context contributed to the event.

Manufacturer narrative:
(B)(4)